Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Requested patient demographics however not provided.

Event description:
It was reported that versed and insulin were infusing at unspecified rates when the user accidently crossed the lines and programmed the incorrect rate. The patient experienced hypoglycemia due the event. The facility pharmacist is requesting best of practice for labeling IV lines.